Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the movement of the cadiere forceps instrument does not match the surgeon's gesture on the master tool manipulator (mtm) arms. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The cadiere forceps instrument was returned to intuitive surgical, inc. (Isi) for failure analysis; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received. Although the complaint was not confirmed since investigation is still ongoing, the information gathered indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument failed to work initially. The movement issue was described as heavy and was imprecise. Instrument did not move in reverse or uncontrolled motion. An investigation was completed to determine the cause of this reported event. The cadiere forceps instrument was returned to intuitive surgical, inc. (Isi) for failure analysis. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument failed the engagement test multiple times. The instrument was further inspected and found to have the a damaged clamping pulley at the proximal end and this condition is known to result to engagement failure. The complaint was confirmed, the information gathered indicates that the device did contribute to the customer reported issue.